Manufacturer narrative:
Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. Product has not been returned for evaluation at this time, so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this alleged incident. MDR filed based on alleged serious injury.

Event description:
The consumer was getting on a bus when the right front wheel allegedly broke off, causing him to fall and cut his elbow and dislocate his shoulder.